Event description:
Customer states that she awoke at 0700 with symptoms of hyperglycemia. Customer did not test her blood sugar at this time, but took her normal dose of 70 mg metformin. At 1200, her symptoms got worse and she called the emt. She tested on her compact plus and received a reading of 150 mg/dl and was capable of self-treatment, but did not self-treat as she had already taken her metformin. Emts arrived and obtained a high reading (no specific reading provided) and treated the customer with an IV (contents not provided) and 5 units of insulin (type not provided). Customer was taken to the hospital and treated with an additional 5 units of insulin (type not provided). Customer was admitted for one week and released. No delay in treatment reported due to the meter reading. Requested return of suspect device and strips; however, customer discarded meter and strips once released from the hospital. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.